Manufacturer narrative:
Section d4 and section e: device information and customer information were requested but could not be provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of a red banner displaying "a5p" on the system monitor was confirmed via the submitted photo. The submitted photo showed the clinical screen of the system monitor with a red banner that displayed "a5p" in the location where the active alarms are typically displayed. No other issues were observed with the system monitor display. The pump was operating at 5400 rpm and the pump parameters all appeared to be normal. The system monitor was not returned for evaluation. The customer was instructed to reboot the system monitor to resolve the issue. Multiple requests were made to obtain additional information (including the serial number of the system monitor, if rebooting the monitor resolved the issue, and if the system monitor will be returned for evaluation); however, the information was unable to be provided. The root cause of the reported event could not be conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (section titled ¿setting up the system monitor for use with the power module¿) and the heartmate 3 IFU under section 4 ¿system monitor¿. These sections inform the user of how to start/restart the system monitor and how to use the system monitor with the system controller. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor showed a red banner that was displaying a5p. The customer was instructed to reboot the system monitor to resolve the issue.